Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation (attempted loading) for a coronary artery bypass procedure using hst iii system (3.8mm). The seal was visible seen to be cracked/broken, through the "window" of the loading device. Another hsk-3038 was opened to complete the case. Only delay was time needed to open another hsk-3038. No known patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000275948 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.